Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent email stating that the tampons were breaking in half and the fiber pieces also broke during tampon removal. No injury was reported.